Event description:
Maude event report mw5041464 reported: volun 18-mar-2015: [...] When the revision was done it helped for about a month then the symptoms came back along with instability; the falling and pain had increased.

Manufacturer narrative:
Device description reported as an unknown triathlon knee. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.